Manufacturer narrative:
Specific patient ages could not be identified from the article, however it was noted that all patients were older than 65, and the majority of patients were between 65 and 74 (53%), with slightly less between 75 and 84 (39.1%), and only 8% of patients in the study were 85 or older. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not p rovided in the published literature. It was not possible to ascertain specific device information from the article or to match the event reported with any previously reported event. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported event. The device was used for an off label indication. (B)(4).

Event description:
Chughtai, b., hauser, n., anger, j., asfaw, t., laor, l., mao, j., lee, r., te, a., kaplan, s., sedrakyan, a. Trends in surgical management and pre-operative urodynamics in female medicare beneficiaries with mixed incontinence. Neurourol. Urodyn. 2015. Doi 10.1002/nau.22946 summary: we sought to examine the surgical trends and utilization of treatment for mixed urinary incontinence (mui) among female (B)(6) beneficiaries. Sling and bulk agents are the most common treatment for mui. Preoperative urodynamic testing was not related to risk of re-intervention following surgery for mixed urinary incontinence in this cohort. Reported events: one female patient with sacral nerve stimulation (sns) for mixed urinary incontinence underwent an additional sns surgical "re-in tervention" during the study period. Further information has been requested; a supplemental report will be submitted if additional information is received.